Event description:
Nursing assistant was checking pt's blood pressure, used wall mounted bp cuff. When finished, the bp cuff sprang back hitting the sphygmomanometer, breaking the glass front. Mercury spilled. Employee was exposed, pt was not.